Manufacturer narrative:
Additional information was received on 9/10/2019 indicating the patient experienced capsular contracture on the left side, and deflation on the right side. This report is for the right side. Patient code 1761 (capsular contracture) shall be removed. The replacement device serial numbers were identified as serial number (B)(6) and serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The reported concomitant device was received by the mentor failure analysis lab on (B)(6) 2019 and was processed on (B)(6) 2019. On (B)(6) 2019, it was confirmed that the returned device, serial number (B)(4) and lot number 5867327, was the complaint device. Device evaluation summary: during evaluation of the device a crease was observed on the anterior and extending to the posterior aspect, within the crease noted a tear in the posterior aspect measuring approximately 0.2 cm. No other anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: saline mentor smooth round high profile 630cc, catalog number 3503630, serial number (B)(4), lot number 5867327. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a saline mentor smooth round high profile 630cc breast implant and experienced deflation and capsular contracture baker grade iii on the left side. As a result, the patient underwent removal and replacement with saline mentor smooth round high profile 630cc, catalog number 3503630 on (B)(6) 2019.